Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient was experiencing pain may require a revision surgery of both the tibial and talar components due to cystic changes. The patient had an additional screw placed medial malleolus in hopes of stabilizing and avoiding full revision but continued to have pain.

Manufacturer narrative:
The complaint could be confirmed, since the information for evaluation matches the alleged failure. Upon further investigation of the CT scans by healthcare professionals the following was observed: the talar component, however, shows some radiolucence, there is also a conflict of the relatively large (wide) component with the medial malleolus visible, as it seems to lead to some impingement with it. Therefore, loosening and some mechanical problems can be confirmed regarding the talar component. The underlying cause is mainly patient related, but in addition choosing a large component for the talus may also have contributed due to mechanical problems here. That would be procedure, but not implant related in my opinion. The CT scan may-in this case not be the best imaging option. An x-ray with two plains would potentially help more to make an assessment regarding the mechanical conflict. Failure of total ankle replacement (tar) over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and/or the device in relation to cause of the failure. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient was experiencing pain may require a revision surgery of both the tibial and talar components due to cystic changes. The patient had an additional screw placed medial malleolus in hopes of stabilizing and avoiding full revision but continued to have pain.